Event description:
It was reported that the pump was having issues with the main board not calibrating. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. (UDI) was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and the top case was counterfeit. A review of the event history log identified force sensor test error. During functional testing was unable to calibrate the force sensor, all the reading of force sensor were out of specifications. The force sensor no longer operates properly as a result of normal wear. The root cause of the problem was related to normal wear of the pump as it is over 12 years old. Replaced the force sensor and the left plunger case.